Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. On (B)(6) 2016, a magnet audible alert sounded 4 times in a 1-2 minute timespan. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard tones as when a magnet is over the implantable cardioverter defibrillator (ICD). It was later confirmed that a magnet triggered the alert, however it was reported that the patient did not have a magnet close to the device. It was noted that the device was sounding continuously and the physician was evaluating the case. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.